Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implantation, he was having blurry vision. Lasik was performed 3 months ago post implantation procedure. Consumer refused to provide iol details and reported he would contact his physician.